Event description:
The contact stated that a nurse at the hospital received an accidental needlestick while attempting to remove a used lancet from the lancing device. The nurse did not attach the protective cap to the end of the lancet before attempting to remove it from the device. The nurse followed the hospital's infectious disease procedure. No other information was provided about the event. It's not known if the device will be returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacturer date.